Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, the device could not be interrogated via cell phone or programmer. Device replacement was discussed and the patient is currently stable.

Event description:
New information received notes that the device was explanted and replaced. The patient did not have any complications and was discharged.

Manufacturer narrative:
The reported event of unable to communicate was confirmed. The device was note able to be interrogated due to voltage at end of life when received. Intermittent high current was observed during bench testing and was traced to the hybrid. The device failed to establish ble communication. The ble integrated circuit was the cause of the anomaly. The intermittent high current could not be reproduced in further analysis.